Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the pump was used to address the bg level. The customer was unsure what caused the high bg; however, suspected it was due to medication. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.